Event description:
It was reported that during a da vinci-assisted surgical procedure with a tip-up fenestrated grasper instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.